Event description:
It was reported that there was an infection. The patient was seen 1-2 days prior to the date of this report by the neurosurgeon. The patient had presented in the emergency room on the date of this report. It was noted that there was a possible infection on one of the extensions. It was unknown which extension. The patient was being taken into surgery where they planned to clean it out and they were not planning on explanting any equipment at that time. It was later reported that the patient was in the operating room on (B)(6) 2014 and the patient was having the battery and extension removed because of infection. Additional information was requested but had not been received as of the date of this report. Reference manufacturer¿s report number: 3004209178-2014-09632.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received indicated that the information previously reported under this manufacturer¿s report number only pert ains to the right side devices. Any additional information received will be reported under manufacturer¿s report number: 3004209178-2014-09632.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3389s-28, lot# va0au4e, implanted: (B)(6) 2013, product type: lead. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
It was later reported the patient had met with the healthcare professional (hcp) on (B)(6) 2014 and still had the infection. The patient went into the operating room and the hcp removed the extension connector and left the lead in place without a boot. It was noted that they were waiting for the infection to resolve.